Event description:
It was reported in a post-market study trial that patients with osteoporosis with 1¿3 acute fractures (t5¿l5) were randomized and treated with kyphoplasty (n=191) or vertebroplasty (n=190). The average age of patients was 75.6 years (77.4% female). Tools and polymethylmethacrylate bone cement used were approved or cleared by the FDA for treating vcfs by using bkp and vp, respectively. Bkp was performed by using a bilateral approach. It was reported that 98 out of 214 treated levels were observed as having cement extravasation after being assessed by postoperative CT scans.

Manufacturer narrative:
Literature citation: m. Dohm, c.m. Black, a. Dacre, j.b. Tillman, g. Fueredi. "A randomized trial comparing balloon kyphoplasty and vertebroplasty for vertebral compression fractures due to osteoporosis". Ajnr am j neuroradiol: 2014; 10.3174/ajnr.a4127. Pt age: average age = 75.6 years. Pt gender. 77.4% female; 22.6% male. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.